Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates the bed is sending a constant nurse call and there are signs of fluid ingress on the power supply.